Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc reviewed the system data files and determined that the cause of the syngo lab data manager, laboratory information system (lis) overwriting brain natriuretic peptide (bnp) results, displaying incorrect values was unknown. The tsc determined that the bnp assay on the advia centaur connection was incorrectly mapped to the porcine brain natriuretic peptide (pbnp) assay. The tsc corrected the mapping and requested that the customer run 10-15 test patients to ensure the correct results were displayed on the lis. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The syngo lab data manager, laboratory information system (lis) overwrote brain natriuretic peptide (bnp) results, displaying incorrect values. Two bnp results were incorrect in the lis. These results were not released to the physician(s). There are no reports of patient intervention or adverse health consequences due to the lis overwriting bnp results.